Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician attempted to push down the angio-seal compaction tube, high resistance was felt and the compaction marker did not appear. The physician removed the compaction tube from the device and the physician pushed the collagen into the artery with forceps. The physician checked the collagen's position and blood flow using CT scanning and he did not see any issue. Hemostasis was successfully achieved. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The blood loss was less than 250cc's. The patient's condition was observed and so far there has been no health damage. There were no other devices or equipment used with the reported product.